Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 30, 2020. Upon receipt, it was discovered that the devices originally reported as unknown smooth gel, were actually unknown textured gel. The investigation of the returned device was completed by the failure analysis lab on december 16, 2020. Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear within the siltex cracking was noted measuring approximately 2.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with unknown smooth mentor gel implants experienced bilateral rupture post procedure. Ultrasound and magnetic resonance imaging demonstrated a deformity consistent with rupture on the right side, and the left sided rupture was suspected. As a result, bilateral prosthesis replacement is planned for (B)(6) 2020. See 1645337-2020-13168 for contralateral prosthesis report.